Manufacturer narrative:
Insulin pump passed functional testings including stop current test, run current test, self test, off no power test, unexpected restart error test, seat & rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Device was received with normal operating currents and no unexpected battery power loss alarm or low battery alarm noted. Unit was received with cracked case at display window corner, broken battery tube threads and cracked reservoir tube lip. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had an unexpected battery out limit alarms. Blood glucose value was 41 mg/dl at the time of the incident. No hospitalization or medical attention was needed for the customer. The customer stated they felt sluggish and treated with an insulin syringe. No troubleshooting was performed because this was a past event being reported on and the customer was able to clear the alarm. Nothing will be replaced or returned.